Event description:
It was reported while using bd safetyglide¿ needle there was a clog. This is report 3 of 3. There was no report of patient impact. The following information was provided by the initial reporter: we had two separate instances where two patients were poked while trying to administer a vaccine and the syringe would not plunge. Those needles were thrown away. After having it happen twice, all the medical assistances would make sure that a drop of the vaccine would come out from the needle as we drew up the vaccine. At that point, it happened again where another needle would not plunge. That needle was then moved over to a syringe filled with saline to attempt to plunge the saline. I personally pressed as hard as I could and nothing would come out of the needle. We also had two medical assistants, and a doctor try to plunge it. At this point, we pulled all of the needles with that lot #.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle there was a clog. This is report 3 of 3. There was no report of patient impact. The following information was provided by the initial reporter: we had two separate instances where two patients were poked while trying to administer a vaccine and the syringe would not plunge. Those needles were thrown away. After having it happen twice, all the medical assistances would make sure that a drop of the vaccine would come out from the needle as we drew up the vaccine. At that point, it happened again where another needle would not plunge. That needle was then moved over to a syringe filled with saline to attempt to plunge the saline. I personally pressed as hard as I could and nothing would come out of the needle. We also had two medical assistants, and a doctor try to plunge it. At this point, we pulled all of the needles with that lot #.